Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unwilling to provide additional information to the medical surveillance specialist (mss) during a follow-up call on (B) (6) 2010. The patient claimed that the alleged issue started "ever since she had it." The cca noted that the patient manages her diabetes with oral medication(s); however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. On an unspecified date/time, the patient reported waking up feeling shaky, nervous, and her "heart racing." It is not known if the patient's symptoms were suggestive of high or low blood glucose or as a result of a different health condition. It is also not known if the symptoms started prior to or after the alleged issue started. However, the patient reported treating self with 1 tablet of glucophage on the morning of (B) (6) 2010 in addition to having less food and/or drink. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and potentially developed symptoms suggestive of a serious injury after the alleged meter issue began.